Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: a review of the pump¿s black box revealed no power issues. There was no data in the black box from the time of the reported intermittent power due to continued use. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and there was no damage found to the power circuit. The battery cap contacts were within specification. Unrelated to the original complaint, the pump case was found to be cracked near the top right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.